Event description:
The customer reported, the device displayed ECG fault. This message is accompanied by cycle power message/instruction. There was no report of patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed ECG fault. This message is accompanied by cycle power message/instruction. There was no report of patient involvement or negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.